Event description:
It was reported that after a supply change the patient unintentionally navigated to the fill tubing function and delivered 18.2 units while the infusion set and tubing were connected to the device, associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved an improper or incorrect procedure or method related to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. Troubleshooting and education were completed, including guiding the patient to fill tubing off body, reconnect to body, and fill the cannula, with no alerts or alarms reported.